Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1qtr9 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that the statement of "upon surgical intervention the lead was tested and no motor responses were visible" meant that there was a premature battery depletion with lack of efficacy. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1qtr9, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported seeing a message on the 8840 as the patient was being seen for a potential battery replacement. They stated the battery information was showing the status as 'ok' and the longevity of 26.8 months and the information was designated as 'for new neurostimulator'. They stated the patient did run at a high voltage, about 4.0 volts. Caller stated they interrogated the ins the day of the report and the ins was on. It was reported the patient was seen on (B)(6) 2020 by a different rep for return of symptoms, they stated the notes for that appointment simply indicated that the ins was reprogrammed and there were no impedance issues. It was reviewed that there was potential for power on reset and what occurs when this happens. It was suggested that the patient monitor the patient programmer for battery icon to prepare for ins replacement. Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that what most likely caused or contributed to the issue of the status showing as 'ok,' longevity of 26.8 months, and information designated for new ins, was that the patient had several falls and upon surgical intervention the lead was tested and no motor responses were visible. When asked what steps were or will be taken to resolve this issue, they responded the physician had changed the lead and battery.